Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not functional. The quote was not accepted by the customer and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.